Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained oversensing was triggered when intermittent loss of capture was observed. The patient was asymptomatic and not dependent. Programming changes were made. The device remains implanted.